Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a clinician noticed fluid was dripping from the pump chamber while infusing albumin to a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s complaint of fluid dripping from the pump chamber was confirmed. Visual inspection showed no anomalies. Functional testing via gravity infusion revealed a small pinhole on the silicone pump segment near the lower fitment, measuring approximately 0.054 in. Long. The root cause of the leak was a pinhole. The cause of the pinhole was not identified.